Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer using force to press the cable into the charging port. Multiple cables were attempted with the same result. There was no impact to the customer's blood glucose level.